Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that migrated to the back of the eye. Additional information has been requested.